Event description:
Information was received based on review of a journal article titled, "results of an initial experience with custom-fit positioning total knee arthroplasty in a series of 48 patients¿ which followed 48 patients treated from august 15 to december 1, 2006. All patients had presence of primary arthritis of the knee. All patients received an unconstrained vanguard total knee arthroplasty implanted with cement. The pcl was retained and the patella was resurfaced in all cases. The operations were performed with use of a tourniquet after a single injection of antibiotics. No adverse events occurred with the custom-fit technique. No patients required reoperation or rehospitalization, and there were no hematomas, superficial or deep wound infections, symptomatic deep vein thrombosis, or pulmonary embolisms. One patient required a knee manipulation for stiffness. The study evaluated a new custom-fit technique for performing tka, total knee arthroplasty, focusing on adverse events, perioperative experience, early functional outcomes and mechanical axis alignment. It was found that the new custom-fit technique for implanting a tka did not have any adverse effects. Other findings include the shorter operative time do a tka, few blood transfusions and a high return of needed function and motion and high patient satisfaction.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.